Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation for this product. No non-conformances, potential non-conformances or deviations associated with the affected reagent lot have been identified. An in-house retained reagent kit of lot number 70144li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this testing did not implicate that the performance of the used lots is negatively impacted. No false non-reactive results were obtained. The architect syphilis tp assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-38, that has a similar product distributed in the us, list number 08d06-31, -41).

Event description:
The customer reports (B)(6) results generated on patient samples tested with the architect syphilis tp assay. The following was provided: on (B)(6) 2017: (B)(6) resulted at (B)(6) on another architect isystem in the lab and (B)(6). On (B)(6) 2017: (B)(6) resulted at (B)(6) and (B)(6) on another architect isystem in the lab and (B)(6). For these examples, the customer is concerned that the architect results are in their "grayzone" (B)(6) and has been seeing an increase in these types of results. In their validation studies, results were not confirmed by (B)(6); however, results (B)(6) were confirmed (B)(6). The customer sends all architect results in the range of (B)(6) for confirmatory testing by (B)(6). All control samples used on the four architect i2000sr analyzers in this lab have always been in range. No suspect results were reported from the lab. There is no impact to patient management reported.